Event description:
Caller states the pt tested> 8.0 inr on the coaguchek xs system and 3.1 inr on a comparison lab. No acton taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.